Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
A (B)(6) male was implanted with an afx2 bifurcated and proximal extension on (B)(6) 2017. It was discovered during this initial procedure that the patient had an endoleak type ib on both limbs of the bifurcated device so balloon touch-up was performed which reduced but did not seal the endoleak. The physician elected to monitor the patient. The 1-week postoperative CT showed a residual endoleak and identified a dissection on the right common iliac artery. The physician plans to re-intervene if the endoleak and dissection persist.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical could not confirm reported events due to a lack of any medical records or imaging. The most likely cause of the loss of seal could not be determined due to a lack of an medical records or imaging. A procedure related harm of a rcia dissection was reported. The patient was reported as being under surveillance, there have been no further reports of negative patient sequelae. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.